Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source exhibited a b30 error (scope communication error). The issue was found, during preparation for use. For an unknown procedure. There were no reports of patient harm. Related complaint: (B)(4).

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.